Manufacturer narrative:
(B)(4) deployment suture break; partial deployment. Although, the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure performed on (B)(6) 2009. According to the complainant, resistance was felt when the stent was partially deployed. The physician then noticed that the deployment suture broke off. The delivery catheter cut in order to locate the end of the suture for further deployment, but it could not be found. There were no pieces of the suture left in the pt. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.